Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 76 months ago. Aneurysm at the time of implant was not reported. Currently vessel morphology was reported as severely tortuous and disease progression. It was reported a yr after initial implant that there appeared to be a type ii endoleak coming from a mesenteric artery and coils were implanted, however, the type ii endoleak was not completely resolved. The physician implanted 15 coils and implanted an aneurx iliac limb and the type ii endoleak was not completely resolved at that time but the physician reported in the operative report that this should resolve when the anticoagulation wears off. Two months later, the pt had a large translumbar artery feeding the aneurysm sac. The physician implanted 10 8mmx5mm coils and 1000 units of thrombin in the aneurysm sac, closely to the translumbar artery. There was no further endoleaks appearing and the pt was closed. It was reported that the pt presented on the last f/u (date not reported) the aneurysm has expanded from 6.2 cm in diameter to currently 7.3 cm in diameter with a possible type I endoleak. The physician had instructed the pt to have a CT done however the pt did not have a CT done at the time. The pt presented with left lower extremity hip pain at another hosp, the orthopedic surgeon called and requested that physician review the CT that was done. The CT revealed that the stent graft has migrated with a type I endoleak. The physician elected to explant the stent graft and perform an open surgical repair. The explant notes reported that there was thrombosis and calcification in the seal zone. The explanted stent graft has been returned and its analysis is pending.

Manufacturer narrative:
(B)(4). Eval, results: migration, endoleak. Results/conclusions: severely tortuous and disease progression.